Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and glare/halos were noted on (B)(6) 2015. The lens remains implanted but the surgeon is planning to exchange for a v4b . See MFR report #2023826-2015-00496 for the other eye.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Expiration date - not available. (B)(4) glares/halos. Lens implanted. Device evaluated by manufacturer? No: lens implanted. Conclusions: conclusion not yet available-evaluation in progress. (B)(4).